Manufacturer narrative:
This report is being supplemented to correct d9 as this information was inadvertently missed on the initial report.

Manufacturer narrative:
The subject device was returned to the olympus for evaluation. The customer¿s reported problems could not be confirmed or reproduced during testing. The inspection also noted the connection is rattles due to wear of the output connector (light guide connection). The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The device was shipped in compliance with device specifications. The device was repaired once in the past year. The investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the physical evaluation of the device, the error 102 (clv lamp outage) and no light problems could not be reproduced; therefore, the root cause of the reported event could not conclusively be determined. However, it should be noted that the customer cleaned the scope and reinserted and the image returned to normal. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed via repair request, during an unspecified surgery the customer visera elite xenon light source displayed error e102 (clv lamp outage) and had no light. However, ¿once the scope was cleaned and reinserted, it returned to normal.¿ no death or injury and no impact to patient or other was reported to olympus. No further event details were provided by the customer.